Event description:
A caller reported experiencing a cartridge alarm on their tandem mobi pump, which led to their blood glucose (bg) reading displaying as "high." As a corrective measure, the customer administered a correction injection using multiple daily injections (mdi) and did not require assistance from a third party. Technical support confirmed the cartridge alarm and decided to replace the pump. A replacement pump with updated software was sent to the customer, and the caller was advised to return the problematic pump within 10 days. The customer understood the instructions on putting the old pump into storage mode, returning it via ups, and programming settings into the new pump.